Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).